Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 43 mg/dl. The customer stated that the o ring was sticking out and reservoir was able to lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Also, device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, missing reservoir tube o-ring, stained address or serial number label and stained end cap sticker.